Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired on the tissue, the clip did not come out. When the device was fired to check its function after it was removed from the patient, the jaw became not to open. Since the jaw did not open outside the patient, there were no adverse consequences for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Opening issues the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device the remaining clips were conforming according to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.